Event description:
There was an allegation of questionable total protein gen.2 results from the cobas 8000 c702 module. Sample 1 initial result was 2.3 g/l, and the repeat result was 71.0 g/l. Sample 2 initial result was 48 g/l, and the repeat result was 68.3 g/l.

Manufacturer narrative:
The reagent lot number was 883216. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The total protein reagent expiration date was 31-aug-2026. The field service engineer performed preventive maintenance, including cleaning and inspecting the ultrasonic mixer (usm). A hardware check was then successful. The investigation determined that the service actions resolved the issue.